Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was charged and failed to boot due to a white and dim screen. The log was downloaded, there was no data within the investigation window. Functional testing was performed and it passed. The receiver case was opened and the internal inspection passed. Confirmation of the allegation and a root cause could not be determined.